Event description:
On (B)(6) 2012, (B)(6), identified that two venous catheter with lot number 92055511 had deformed tips. (B)(4).

Manufacturer narrative:
(B)(4). One complaint sample was returned to maquet (B)(4) and the complaint event was confirmed. According to the final statement dated (B)(4) 2012, the tips are handmade (the bars are cut and closed by forming). If small differences occur during the cutting of the bars, the tip will be deformed after closing the tip. This is due to the small tensile forces. This is cosmetic in nature and does not impact the function of the catheter. (B)(4).